Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was broken. The following was translated from portuguese to english: broken.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was broken. The following was translated from portuguese to english: broken.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of catheter defective / damaged was not confirmed upon inspection of the photo. The defect reported could not be observed in the supplied photo. Bd cannot confirm the cause of the failures to our manufacturing process since no sample was returned for evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 used sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the needle of the device had pierced through the catheter tubing. Bd determined that the cause of the failure was likely a result of incorrect handling of the device. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.